Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump felt warm to touch while the pump was being charged. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.